Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a customer received an unknown alarm during use of the homechoice machine. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice was returned and evaluated. The event history log review identified a system error (se) 2391. No abnormalities were identified during internal/external inspections. During functional testing, the transducer supply voltage was found to be below specification limits. A simulated therapy was performed with no issues noted. A device history record review was performed and determined that the device was no longer in its original manufactured condition. The service history record showed no previous service events were the same/similar to the reported problem and all specifications were met during previous service events. The cause of the se 2391 and nonconforming voltage measurement was determined to be a malfunctioning printed circuit board (pcb). The pcb was scrapped, and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.